Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No stuck buttons or button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that he was delivering bolus and numbers were scrolling and up arrow was stuck and buttons were unresponsive. Customer's blood glucose was 223 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.